Event description:
Customer reported that she was hospitalized a few times due to low and high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization for low blood glucose on (B)(6) 2013 was 73 mg/dl. Customer stated that she woke up with 33 mg/dl drank juice, but she past out fold and broke her arm. The second time she was hospitalized on (B)(6) 2013 for high blood glucose. The blood glucose reading was over 600 mg/dl. The third time was for high blood glucose and pancreas transplant. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with alarms due to faulty component on the interface board. Motor error alarmed during occlusion test due to faulty force sensor. However, unit passed prime, displacement, rewind, basic occlusion, and excessive no delivery alarm test. All operations currents within specification no expected low battery alarmed noted.